Manufacturer narrative:
No knife sample has been returned for evaluation for the report of a staff person who received a cut and was subsequently treated with stitches therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. This patient was previously reported under manufacturing report number 2523835-2017-00631 which was originally for two unidentified patients. Due to additional received, this patient is now identified as the one patient who required stitches for treatment. This report is now the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was associated with a cut to a staff person who was trying to remove the blade from the inner package for use. The staff person received stitches to treat their injury. Additional information has been confirmed to be unavailable for this report.